Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a red alert for low out of range (oor) shock impedance measurements. There has been no change to the implanted system at this time. The shock impedance is currently within range, and the physician was aware of the oor measurement. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.